Event description:
While attempting to defibrillate an pt who had coded, the device failed to discharge with paddles. Complainant indicated that the clinician switched from paddles to multi-function electrodes and the pt was successfully converted. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.